Event description:
It was reported that the patient with this implantable pacemaker was diagnosed with endocarditis infection affecting both the device and the leads. It was determined that removal of the device was not a viable option due to concerns regarding the patient's ability to tolerate anesthesia. As a result, the device and leads remain implanted without plans for extraction. The patient has been started on an appropriate course of antibiotics. This device remains in service and no additional adverse patient effects were reported.